Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for an atrial fibrillation ablation. During the procedure, it was mentioned that when attempt was made to cross the system into the left atrium, it failed. The issue persisted even after the septum was dilated. Physician decided to use rf as they found a smaller sheath. The procedure was completed successfully using alternative method. No patient complication was reported. The device is not expected to be return for analysis.